Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; and within a plastic bag. The pipeline flex sheild braid used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open as the distal as the pipeline flex shield braid was not returned for analysis. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The pipeline was not positioned in a bend and the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open/intertwining of the stent tip was not determined. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. The stent's edges did not appear frayed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left c6 segment of the internal c arotid artery with a max diameter of 6 mm and a 5 mm neck diameter. Landing zone: distal: 4 mm and proximal: 5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the internal carotid artery aneurysm. It was reported that the surgeon selected a shield 500-20 dense mesh stent. After the access was in place, the stent was delivered to the ipsilateral m1. After exposing the stent tip about 7-8 mm, the surgeon waited for about 10 seconds, but the tip did not open. The surgeon then deployed the stent for about 12 mm, but the tip still did not open. The surgeon tried to retrieve and deploy the stent, but after shaking, pushing and pulling, the tip end still could not be opened. After adjusting the tension of the microcatheter, it still could not be opened. The surgeon then removed the stent from the body and found that the tip ends of the stent were intertwined. After replacing it with the shield 500-25 stent, the surgery was completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien 6f 115 guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.